Event description:
It was reported that a patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via MRI, with right breast implant rupture. As a result, the patient has been scheduled for breast implant removal and replacement surgery on (B)(6) 2024.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(4) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2024, mentor received additional information indicating that upon removal, the implant was identified to be intact. Subsequently, both implants were replaced with the following: (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9961927 sn: (B)(6) and (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: 9987449 sn: (B)(6).

Manufacturer narrative:
On may 27, 2024, the mentor failure analysis lab received the device for evaluation. On june 3, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 350cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.